Event description:
It was reported that post implant, the patient received an inappropriate shock due to right ventricular (rv) lead oversensing. It w as also reported that there was high rv impedance. The patient was reopened and the rv lead was reconnected to the device. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).